Manufacturer narrative:
Additional information has been requested from the technician regarding the malfunction. A final report will be submitted upon completion of the investigation

Event description:
Another health care professional contacted technical service to report that the multirall 200 engine could not be charged. Process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. It was unknown if any second device was also involved. The customer did not know if this event was already communicated to another baxter department or authority.

Manufacturer narrative:
The baxter technician found the hand control was defective and the charger cable had exposed wires. The issue was resolved by replacing the hand control and the charger. The issue is determined to be caused by an electrical malfunction (hand control) and worn charger cable, which exposed the wires. Reports of damaged or frayed hand controllers / other low voltage components are not directly connected to the main power supply and are unlikely to cause or contribute to death or serious injury. Dc voltage is low and exposure will only result in a mild electric shock. Reports of damaged power cord / charging cable with exposed copper metal wires can result in electrical injury.

Event description:
A other health care professional contacted technical service to report that the multirall 200 engine could not be charged. Process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. It was unknown if any second device was also involved. The customer did not know if this event was already communicated to another baxter department or authority.